Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as a sore that is not open or bleeding. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended leaving the lifevest off until the sore heals. Follow up indicated that the skin irritation improved.